Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer was hospitalized due to high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 180 mg/dl. Customer reported that the drive support cap was sticking out. Customer was treated with manual injection for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.